Event description:
It was reported that a 980 ventilator failed the power on self test (post) and became inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.